Manufacturer narrative:
Technical support instructed the accounts maintenance to inspect the lockout box. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The accounts maintenance stated the bed has no functions and the head section is up some. He has replaced the control box, but the issue remains.